Event description:
A meter to lab comparison test was made with the rptr's meter (capillary) reading 63 mg/dl and the lab (venous) result 96 mg/dl. Tests were done in a fasting state, side by side. Rptr did not have any symptoms. A control solution test was within range 126.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8